Manufacturer narrative:
The company service representative examined the system and replicated an instability in the oscillator signal. To resolve the issue, the company service representative tuned the oscillator and optimized the laser engine. The system was then tested and met all product specifications. While a nonconformity was found in the oscillator signal, it remains inconclusive whether this did or did not contribute to the reported event of flap side cut that was not proper (incomplete at a couple of points) and flap bed that was not smooth. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and potential contributing factors to the reported complaint were identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with side cut was not proper in flap during flap creation procedure.